Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was 28 mmol/l. Customer did not want to troubleshoot due to being unhappy. It was reported that customer would change complete set with next alarm. Reservoir and infusion set would be replaced.